Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: leakage was found by checking the drain in about an hour after the procedure. The procedure of the reoperation was a hartmann's operation since the surgical field was polluted severely because of the leakage. It was found at the reoperation that 4 or 5 staples at the posterior wall were unformed, and leakage occurred from there. One legs of those staples were unformed, and the other leg were slightly bent. In the initial surgery, a competitive reinforced reload 60mm (its cartridge color was purple) was used to cut the anus side of the anastomosis site. Purse-string suture forceps was used at the oral side of the site. The surgeon confirmed that the washer was cut and the donuts were created properly during the initial procedure. Moreover, the surgeon commented that the tension of the target tissue was not observed. The patient is a (B)(6) male. His initial is (B)(6). He is still hospitalized, and his condition is stable. Additional information was requested and the following was obtained: was an intraoperative leak test preformed? If so, what was the result? No information. What is the current status of the patient? The patient is stable after the re-operation.

Event description:
It was reported that an hour after a laparoscopic sigmoidectomy, leakage occurred. Reoperation was performed. It was found at the reoperation that some staples were unformed on the anastomosis site. The device was used between the colon and the rectum at the initial surgery. No problem was observed in creation of the donuts when the surgeon checked it during the initial procedure.